Event description:
It was reported that, this right atrial (ra) lead exhibited an abrupt increase in the pacing impedance, with out of range measurements. Additionally, there was no capture and noisy signals. An allegation of fracture was received. Boston scientific technical services (ts) recommended to perform a revision procedure. At this time, the ra lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported, that this right atrial (ra) lead. Exhibited an abrupt increase in the pacing impedance, with out of range measurements. Additionally, there was no capture and noisy signals. An allegation of fracture was received. Boston scientific technical services (ts) recommended, to perform a revision procedure. At this time, the ra lead remains in service. No adverse patient effects were reported.